Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instruments are being sent back due to breakage of the components during implantations. It was noticed afterward that these instruments were no longer able to be used for future surgeries. Patient consequence?: no. Action taken for procedure:instruments made it thru the procedure, but will now need to be replaced. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation finds the impactor is cracked. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA (B) (4) has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation finds the impactor is cracked. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. This device is from an annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-003835 has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. The previously reported date received by manufacturer date was incorrectly reported as 07/26/2018, the date should have been 08/22/2018, which would not have been late. 08/22/2018 it was found during the investigation of the received instrument that the instrument was cracked and not broken.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: the investigation finds the impactor is cracked. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. This device is from an annealed batch. A field safety notice was issued in (B)(4) 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA-(B)(4)has been initiated and can be referenced for further details. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.

Event description:
(B)(6) 2018 upon evaluation of the returned devices, products (B)(4) were found to be cracked, not broken as reported.